Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer stated that her blood glucose levels had been high and she needed more insulin, so she was currently in contact with her doctor regarding the matter. She advised that she did not believe that the high blood glucose was result of any insulin pump malfunction, since she had had this issue prior to beginning insulin pump therapy. She stated that her blood glucose readings would drop as low as 30 mg/dl before she started using the insulin pump. She advised that she just needed adjustments to the insulin pump settings. She noted that her body adjusting to being on one type of insulin instead of two. She felt comfortable using the insulin pump and did not require any additional

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.